Manufacturer narrative:
Section d1: brand name: corrected manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files confirmed low flow events, which the account attributed to right heart failure. The submitted controller event log files captured transient low flow alarms on 27apr2024, 29apr2024, 23may2024, and 12jun2024. Additionally, several sustained low flow hazard alarms were captured on 12jun2024, the longest of which lasted approximately 50 minutes. Of note, pulsatility index (pi) values appeared to be elevated during the low flow events. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use IFU is currently available. Section 1 of this IFU, ¿introduction¿, lists potential adverse events, including right heart failure and hypertension, that may be associated with use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Additionally, this section states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions (including the low flow hazard), as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced low flow events on 27apr2024 and 29apr2024. There were also low flows on 29apr2024 at 8:24:39 and from 21:43:41 to 21:50:20. Several low flow flags were seen which did not persist long enough to trigger a low flow alarm. The patient had a syncopal episode on (B)(6) 2024.it was noted the patient had been lightheaded during the alarms. The patient was having issues with hypotension and was started on midodrine. The ventricular assist device (vad) coordinator was reported to slowly decrease the dose of midodrine since the patient's blood pressure had been getting better. They also had been diuresing the patient. It was found that the cause of the low flows was due to right ventricular dysfunction/failure which began (B)(6) 2024, and hypertension. It was noted that the patient had no history of right ventricular dysfunction prior to implantation. The low flows persisted despite the patient's euvolemia and blood pressure control. The patient was implanted with a right ventricular assist device (rvad) and received inotropes. The event log files captured low flow estimates as well as sustained low flow hazard events with elevated pi. The alarms resolved after a low flow software upgrade was performed. It was noted that the patient had no other symptoms at the time of the low flow alarms. The patient remained admitted at the hospital.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.